Event description:
It was reported that the pulse generator exhibited an estimated longevity of 1.5 years after 3 months of implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.